Manufacturer narrative:
Service and repair could not confirm customer complaint of no response. It was noted the device came in with outdated software version. The software was updated in accordance with design specifications. The device was repaired, tested, and returned back to customer. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported the unit was not responding. No further details were provided. The device was returned for analysis. There was no reported patient impacted.